Event description:
The customer reported the battery was receiving an error on the cadex battery charger, then showed all leds lit but the mrx is saying low battery. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The complaint is still under investigation. A f/u report will be submitted once the investigation is complete.